Event description:
It was reported that during a mastoidectomy procedure, the bur broke along the shank. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a slight delay to obtain back up bur and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for eval. If the product is received, an eval will be performed and a follow-up MDR will be submitted. Lot number info has not been provided to permit further investigation. The root cause is undetermined.